Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the customer encountered a problem with the timing of patient orders due to the user being unaware of its functionality. The technical support specialist checked the orders and timing record settings, user role settings and medstation logs; no issues were found. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue where the customer was unable to retrieve medication for a patient. For an instance, the order displayed multiple timing records, some of which were either completed or expired. The client noted that when attempting to access the medications according to the current timing record, the system prevented them from doing so, displaying a message indicating 'not due time'. The customer confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.